Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 721 mg/dl. Customer had transmitter issue. Customer called back after fully charging the transmitter. Customer was advised to connect transmitter to charger and ensure it remains connected for at least 1 minute then disconnect it from charger. Customer was advised to connect the tester and watch for the green led to blink several times on the transmitter. Customer stated the led blinked on and off. Customer was advised that the transmitter was functioned correctly. No further information provided. Insulin pump was not returned for analysis.